Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, this pt was implanted with gore excluder endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2011, this pt was implanted with an aortic extender component and a palmaz stent to treat a proximal type I endoleak. The endoleak resolved and the pt tolerated the procedure.